Event description:
Glass apparently shattered in chloraprep causing several tiny puncture wounds on hand being prepped for IV start. Hand was washed with soap and water, dried, bacitracin applied and opcyte applied. Other hand was used for actual IV.

Event description:
Add'l info rec'd from MFR 9/2/04: no initial report or complaint of this failure has ever been reported to medical action industries. No medical action industries part number or lot number was included in the MDR report forwarded to mai. Without a part or lot number it is difficult to determine whether the product is a medical action product. No failure of this type has ever been reported to mai. The following actions have been taken: upon notification of the MDR, the mai sales rep for this account inquired about the incident. Records were not kept of the incident or were not available referencing a mai part number. Mai has informed the chloraprep supplier of the incident. They ar limited in their ability to do a proper investigation without a part number or lot number for the chloraprep product. This malfunction as it has been reported is not likely to result in a death, serious injury or other significant adverse event experience. In consideration of the facts outlined above, mai would not classify this issue as a medical device reportable event.